Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
The customer is concerned with test results from results obtained of 350 and 315 mg/dl. Customer was concerned with these back to back results being erratic and also being over her expected fasting blood glucose test result range of 100 to 130 mg/dl. Customer takes all blood tests fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 292 mg/dl using truemetrix air meter and 297 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6).